Manufacturer narrative:
Investigation visual inspection no significant deformations or damage of the valve were detected during the visual inspection. Permeability test a permeability test has shown that the progav 2.0 valve is permeable. Adjustment test the progav 2.0 valve was tested and is adjustable to all specified pressures. Braking force and brake function test the brake functionality test has shown that the brake function is fully operational and the braking force is within the given tolerances. Computer controlled test to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus, which simulates a cerebrospinal fluid flow. The progav 2.0 valve is operating within acceptable tolerances. Results first, we performed a visual inspection of the progav 2.0 valve. No significant deformations or damage of the valve were detected during the visual inspection. Next, we tested the permeability, adjustability and operating pressure of the valve, as well as the brake functionality and brake force. The progav 2.0 valve operates as expected and met all specifications. Finally, we have dismantled the valve. Inside the valve, we have found a build-up of substances (likely protein). Based on our investigation, we are unable to substantiate the claim of under-drainage. The valve operates within the specified tolerances. However, it is possible that the deposits observed inside the valve have caused the observed malfunctions in the past. As described in our literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.

Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer, registration no. 3004721439). Exemption number: e2017044. When additional information is received a follow up report will be submitted.

Event description:
It was reported that 1y 1m po underdrain of the valve. The explanted product were delivered to (B)(4) with the return kit inside an unknown liquid. The file is entered with limited information. Height:160cm.